Manufacturer narrative:
A covidien tech support engineer (tse) troubleshot the issue with the customer over the telephone. The customer felt that the power cord may not have been plugged in initially, and the cause was the power cord being accidentally unplugged. The ventilator ran for 36 hrs with no issues. The ventilator is back in svc. (B)(4).

Event description:
It was reported by a customer in the USA that during pt use, the 840 ventilator alarmed indicating a loss of alternating current (ac) power. The pt was removed from the device and there was no reported pt injury.